Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation secondary to chest injury. Concomitant medical products: 425cc mentor smooth round moderate profile (catalog #: 3501670, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. A healthcare professional stated that the patient had mammogram performed on (B)(6) 2019 and it caused the deflation. After the incident, the patient came in for a consultation on (B)(6) 2020. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2020.

Manufacturer narrative:
On 13-may-2020, the mentor failure analysis lab received the device for evaluation. On 25-may-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, no apparent damage was observed. A leak test was performed according to mentor procedures, and it revealed a tear at the union between the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jul-2020, mentor received additional information regarding the replacement devices. They are two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc, right serial #: (B)(6), left serial #: (B)(6). Manufacturer's reference number: (B)(4).